Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder/code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, the patient did not received an alert for hypoglycemia, he experienced headache, felt unwell, uncoordinated walking and lost consciousness. The patent's son administered honey to patient because glucagon was expired. At the time of the report the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.